Event description:
In the right coronary artery there was 90% stenosis with soft plaque. During attempt to place primary stent (this was a 12mm long synergy), the guide came back and the stent had come off the balloon. The stent was only dilated 2mm when noticed the stent was off the balloon. The balloon was deflated and the guide wire was out. The physician still had stent so several balloons were tried, including a 1.5 x 12mm long balloon to see if the balloon could be dilated distally and then drag the stent into the sheath but this failed. Physician started with a 1.25 x 12mm then went with a 1.5 x 12mm, then went to a 1.5 x 15 and a 2.20 x 15. Eventually, the stent we did get out of the guide because it could not come into the guide so attempted to get these balloons to deflate beyond the stent and then try to get it into the sheath in the right femoral artery. Multiple attempts were unsuccessful. Finally, able to crumple the stent in the right groin and pull the sheath. Patient went to or for retrieval of stent. Patient had no adverse events after this procedure.